Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch and the pump battery could not be charged. There was no reported impact to customer's blood glucose. Customer declined to provide further information.